Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl. Customer stated that the blood sugar was high after mealtimes. Customer also stated that the insulin pump had scratches on screen that made hard to read the screen. The insulin pump will not be returned for analysis.